Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts, drive stalls, and a failure of the rotational sensor to transition from open to closed at consistent pulse widths were all observed. The pod generated an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The pod was reran without incident. The cause of the timeouts and drive stalls could not be determined. Scoring marks were observed on the underside of the top housing. These marks align with the linkage assembly, indicating that it was misaligned. The misaligned linkage assembly prevented the needle mechanism from deploying as intended. The misaligned linkage assembly is independent of the reported 0x40 alarm.

Event description:
A patient reports receiving a hazard alarm while delivering a bolus. The patients blood glucose level had rose to 300 mg/dl.